Event description:
It was reported via phone call received informing of a bent needle. Upon questioning, I was informed a patient has a power port insitu, this was accessed for an elastomeric infusor and he returned to day oncology unit to have the port access needle flushed and removed, as treatment completed. Nurses had trouble removing needle as it appeared to be "stuck". Needle eventually removed and seen to be "bent". Reported was not bent upon insertion. Interventional radiology involved and reported no fragments were found. They did not check integrity of the silicon septum. Patient has been known to play with port and to re-access without medical/nursing help in the past. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a bent needle was confirmed and the cause was determined to be use related. The product returned for evaluation was a one 20ga x 0.75" powerloc max safety infusion set. The returned product sample was evaluated and the needle was observed to be bent at the exit site from the non-engaged safety mechanism. The following observations were noted during the sample evaluation: usage residue was seen on the sample which proved that the product had experienced at least some use. The needle tip was barbed suggesting contact between the needle and port base. An attempt to advance the safety over the needle tip was unsuccessful as the safety could not pass the bent region of the needle. Force applied at an angle to the needle axis, or if the needle is not inserted perpendicular into the port septum, can lead to bending of the needle shaft. It is advised to verify that the needle length is correct based on port reservoir depth, tissue thickness and the thickness of any dressing beneath the bend of the needle; if too long, needle and/or port may be damaged at insertion. Additionally, avoid excessive manipulation once the needle is in the port. No potential damage related to the manufacturing process was noted on the complaint sample.

Event description:
It was reported via phone call received informing of a bent needle. Upon questioning, I was informed a patient has a power port insitu, this was accessed for an elastomeric infusor and he returned to day oncology unit to have the port access needle flushed and removed, as treatment completed. Nurses had trouble removing needle as it appeared to be "stuck". Needle eventually removed and seen to be "bent". Reported was not bent upon insertion. Interventional radiology involved and reported no fragments were found. They did not check integrity of the silicon septum. Patient has been known to play with port and to re-access without medical/nursing help in the past. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. A supplemental will be submitted with evaluation results.